Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's device had an unexpected restart alarm. It was reported that the customer's blood glucose level was normal. It was reported that the device would be repaired and returned. No further information provided.

Manufacturer narrative:
The insulin pump passed displacement test and general - unexpected restart. The insulin pump was monitored and functioned properly. No general - unexpected restart alarm noted. The insulin pump was received with cracked reservoir.